Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being admitted at the emergency room due to high blood glucose of 472mg/dl, and she was treated with manual injections. The customer stated that his glucose went up to 570mg/dl before going to the hospital. No further info was provided.